Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while trying to position the balloon, a possible effusion was noticed. The transoesophageal echocardiogram probe was used to assess the effusion which appeared significant and the patient began to develop symptoms of tamponade. The case was aborted, and the patient was under general anesthesia. It was noted that a pericardiocentesis was performed and the patient¿s hospital stay was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the achieve mapping catheter (990063-020 lot 214134097) was returned and analyzed. Visual inspection of the mapping catheter showed the device was intact with no apparent issue. The mapping catheter passed the performance test as per specification. Analysis did not indicate a manufacturing related defect. In conclusion, the complaint could not be confirmed; the mapping catheter passed the returned product inspection. A known clinical issue was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.